Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: d8, d9, h2, h3, h6 and h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 and e1 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled device, damaged fiber bonding in the outer tube area (distal end), lost or too low light transmission and broken light guide bundle of video cable section. Based on the results of the investigation, the cause of the reported malfunction green image was broken charged coupled device, and the cause was traced to be component failure. The cause of the reported malfunction white balance function did not work was also component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm.

Event description:
It was reported that the laparoscope, gynecologic had green image and white balance does not work. The issue was identified during device inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.